Manufacturer narrative:
Finally, the device was received for evaluation. The report of "unstable pressure values" was unable to be confirmed. The disposable pressure transducer zeroed and sensed pressure accurately on pressure monitor. Pressure did not show any drift during output drift testing and met specification. Electrical testing showed that both input impedance and output impedance were within specifications. Zero-offset (0 mmhg) also met specification. No leakage or occlusion was detected from the kit during pressure test. No visible damage was observed from the kit.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient, this disposable pressure transducer provided unstable pressure values. The issue was solved replacing with a new unit. There was no further information available. There was no allegation of patient injury. Patient demographics unable to be obtained.

Manufacturer narrative:
Finally, no product was received for evaluation. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. There are manufacturing controls to avoid potential causes related to the reported malfunction.